Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus express2 2.75x12mm drug eluting stent was unable to cross the lesion in the moderately calcified ostial diagonal artery. Upon removal, it was noted that the stent struts were pulled away from the balloon. The procedure was completed with a 2.75 x 16mm stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.